Event description:
It was reported that the patient passed away. An angiojet solent omni was selected for use in a thrombectomy procedure. The occlusion was located in an arteriovenous fistula loop in the left upper arm. General anesthesia was administered. A puncture was made in the right common femoral artery for vascular access. A 5f sheath was placed and a 4f vertebral catheter was advanced into the left axillary artery. Angiography was performed. A non-bsc guidewire was inserted through the fistula loop, and the tip was pushed into the draining brachial vein. The catheter was further advanced to the proximal segment of the thrombosed loop. Another puncture for vascular access was made in the right femoral common vein, and a non-bsc 6f sheath was inserted into the distal segment of the loop. The angiojet solent omni was inserted, and thromboaspiration was performed first in the arterial segment of the loop, and then of the distal venous segment. Aspiration time was approximately four to four and a half minutes, and very slowly at 2mm to 3mm per second. Angiography was again performed. Via the venous access sheath, a non-bsc stent was then implanted into the affected proximal segment where the stent extends from the brachial artery to just distal to the present stenosis. Post-dilation was performed with a 6mm non-bsc balloon. A second non-bsc stent was then implanted into the affected venous segment of the fistula. The patient experienced sudden hypotension up to 40/20mmhg and then asystole occurred which required resuscitation. After successful resuscitation, angiographic inspection shows an obstructive embolism in the left brachial artery, distal to and opposite the first-placed stent. It was presumed to be a protruding chronic clot from the proximal segment of the fistula. A non-bsc stent was implanted at the level of the obstruction. Angiographic inspection shows perfect position and good expansion of all stents and also of the hemodialysis loop. A computed tomography (CT) scan was performed to look for a possible pulmonary embolism or other emboli, given the resuscitation, but it was negative. While staying in intensive care, the patient experienced another cardiac arrest and passed away.

Manufacturer narrative:
B2 date of death, b5 describe event or problem, b7 other relevant history: updated with additional information.

Event description:
It was reported that the patient passed away. An angiojet solent omni was selected for use in a thrombectomy procedure. The occlusion was located in an arteriovenous fistula loop in the left upper arm. General anesthesia was administered. A puncture was made in the right common femoral artery for vascular access. A 5f sheath was placed and a 4f vertebral catheter was advanced into the left axillary artery. Angiography was performed. A non-bsc guidewire was inserted through the fistula loop, and the tip was pushed into the draining brachial vein. The catheter was further advanced to the proximal segment of the thrombosed loop. Another puncture for vascular access was made in the right femoral common vein, and a non-bsc 6f sheath was inserted into the distal segment of the loop. The angiojet solent omni was inserted, and thromboaspiration was performed first in the arterial segment of the loop, and then of the distal venous segment. Aspiration time was approximately four to four and a half minutes, and very slowly at 2mm to 3mm per second. Angiography was again performed. Via the venous access sheath, a non-bsc stent was then implanted into the affected proximal segment where the stent extends from the brachial artery to just distal to the present stenosis. Post-dilation was performed with a 6mm non-bsc balloon. A second non-bsc stent was then implanted into the affected venous segment of the fistula. The patient experienced sudden hypotension up to 40/20mmhg and then asystole occurred which required resuscitation. After successful resuscitation, angiographic inspection shows an obstructive embolism in the left brachial artery, distal to and opposite the first-placed stent. It was presumed to be a protruding chronic clot from the proximal segment of the fistula. A non-bsc stent was implanted at the level of the obstruction. Angiographic inspection shows perfect position and good expansion of all stents and also of the hemodialysis loop. A computed tomography (CT) scan was performed to look for a possible pulmonary embolism or other emboli, given the resuscitation, but it was negative. While staying in intensive care, the patient experienced another cardiac arrest and passed away. It was further reported that the angiojet performed as intended without any procedural missteps. Hypotension began after the placement of the first stent. The hypotension was noted to be due to the lack of cardiac output, not bradycardia. It was thought it was a possibly pulmonary issue. There was no obstructive embolism in the left brachial artery, rather stenosis was observed. The proximal stenosis on the arterial side was difficult, and the stent required post-dilation due to the amount of the stenosis. Blood pressure continued to drop, and the patient was administered medication. The patient was resuscitated which took a while. A second stent was placed, and then a third stent was placed in this lesion to prevent ischemia symptoms of the patients arm. The patient remained intubated post-resuscitation and was moved from the angiojet lab to CT. The CT scan was negative. The patient became unstable in the ICU with symptoms of hypotension and bradycardia. It was determined the patient was not possible to treat; the patient passed the next day.